Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) determined that the reported phenomenon was attributed to the user. Omsc confirmed that the reported phenomenon was reproduced from the evaluation of the device by olympus korea co., ltd. (Okr). The reported phenomenon may have been caused by the impact of the user dropping the device, or by the corrosion of the coupler due to the user pouring liquid on the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. -the coupler unit was corroded. -there was a leakage due to a defect in the appearance of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that the coupler unit of the endoscope mount was loose. There was no report of patient injury associated with the event.